Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right atrial (ra) lead high thresholds was noted and could not pace at high output. The ra lead was removed and will not be replaced, a single chamber device was implanted. No patient complications have been reported as a result of this event.